Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin. Net. Review of non-sustained right ventricular oversensing episodes revealed undersensing of atrial channel tachycardia/fibrillation. Programming changes made. There were no consequences to patient.